Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had plastic glass leaks. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical level hotline low flow system was returned for analysis with rusted drain fitting, cracked enclosure by drain fitting and water tank cover causing leaks, and with worn line cord and no reflux plug attached. During analysis, the reported event was able to be duplicated. It was noted that the cause of the reported issue was a cracked enclosure by drain fitting and water tank cover. Service replaced drain fitting, enclosure and water tank cover to correct the reported primary problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.